Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and the pump touchscreen was unresponsive. Pump was reset to resolve the touch screen issue and customer declined follow up from tandem technical support to confirm the error code was cleared. Customer's blood glucose was 150 mg/dl.